Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.6 - 2.4 inr): returned strip . Qc 1: 2.2 inr. Retention strips. Qc 2: 2.3 inr. Qc 3: 2.2 inr . The maximum difference between measurements was 4 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, only the result of 3.7inr on 24-jan-2019 alleged by the customer was observed.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant results using coaguchek xs meter (B)(4). At 10:28 am, the customer tested by fingerstick on the meter and the result was 6.5 inr. At 10:31 am, the customer tested by fingerstick on the meter and the result was 5.2 inr. At 11:24 am, the customer tested by fingerstick on the meter and the result was 3.7 inr. The customer was unsure if a different finger was used for each test and was unsure if hands were clean before the fingerstick. The customer has a therapeutic range of 2.6-3.0 inr. Customer has no hematocrit issues, no heparin or direct thrombin inhibitors, no antiphospholipid antibodies, no new illness, no new medications and no abnormal bleeding or bruising. The customer has not been eating as much and has been taken off of lipitor and januvia. The customer's coumadin dose was held for two days following a meter result of 5.0 inr on (B)(6) 2019. Customer resumed their normal coumadin dose on (B)(6) 2019. There was no adverse event. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned and the replacement product was sent.